Event description:
A facility reported burning smell when plugging the programmer (ID 823192) in an electric outlet after changing a shunt valve setting.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The vpv programmer was returned for evaluation: DHR - the lot met specifications when released. Failure analysis - the customer¿s indication of error is confirmed. This is due to a defective power module and programmer box bottom, which must be replaced. The transmitter coil feet are broken and need replacement. The reset, safety and functional test must be performed. Repair performed with reset, safety and functional test. Root cause - the root causes of the problems were probably due to normal wear out (as the device is older than 15 yrs).